Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that glue broke off from the tip. All broken pieces were retrieved and the case was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: adhesive delaminated from ceramic insulator at the tip. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. In addition, a CAPA was generated in order to complete an investigation and implement corrective and preventive actions accordingly. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that glue broke off from the tip. All broken pieces were retrieved and the case was completed successfully.